Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Biomet restorative manual contains instructions regarding torque recommendations as well as instructions on screw placement. Biomet 3i restorative product IFU, p-iis086gr rev. E 11/2015: precautions- biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complaint indicated screw loosening. Product was not returned for investigation. The reported event could not be verified. A root cause could not be determined for this complaint. Device manufacture date not available; lot number not provided.

Manufacturer narrative:
Patient age unknown / not provided. Patient weight unknown / not provided. Event date unknown / not provided. Device lot number unknown / not provided. Initial reporters last name unknown / not provided. Device has not been returned to manufacturer.

Event description:
The doctor reported that the patient was presented with a loosen abutment screw (iunihg) in tooth location # 2.